Event description:
The patient was undergoing adenoidectomy and was noted to have a small cautery burn on the right inside of the lower lip. Bacitracin was applied to the burn. Inspections of suction cautery devices showed a break in the covering insulation. The device had been inspected prior to procedure and was intact.